Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the left ventricular lead, a guidewire could not be fully inserted. The lead was removed from the pocket and a replacement lead was successfully implanted.